Manufacturer narrative:
(B)(4).

Event description:
It was reported that a chest x-ray was performed to assess the integrity of the rv lead and externalized conductors were noted. No electrical anomalies were detected. The patient is asymptomatic and the lead will continue to be monitored.